Manufacturer narrative:
This report is for an unknown distractor implants: (B)(4) /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: garcía-rozado, a. (2010), fibular vertical distraction in reconstructed mandible for implant-supported dental rehabilitation, american association of oral and maxillofacial surgeons, poster board number: 48, pages e-88 (spain). The aim of this study is to prove that distraction osteogenesis is an adequate technique to regenerate fibular well-vascularized bone in order to place implants in reconstructed mandibles. A total of 3 patients were reconstructed with fibula free flap and posteriorly distracted. Surgery was performed using a synthes bidirectional alveolar devices. The following complications were reported as follows: 1 patient developed an infection of the distracted callus and no bone regeneration was encountered. The patient was not dentally rehabilitated. This report is for an unknown synthes alveolar ridge distractor. This is report 1 of 2 for (B)(4)